Manufacturer narrative:
The recipient reportedly received additional medical treatment (type unknown). The recipient has healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection and cholesteatoma. Treatment (type unknown) was provided; however, the issue did not resolve. The recipient's device was explanted. The recipient will be reimplanted at a later time.